Manufacturer narrative:
(B)(4) on an unknown date around (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (reported as possibly being vancomycin) (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. No additional information is available.